Event description:
During trouble shooting of a check supply line alarm which occurred on the homechoice (hc) during use. There was no solution in the heater bag and the last fill has solution. Now the registered nurse (rn) said that she reconnected bag on the heater. The baxter technical service representative (tsr) explained the alarm and assisted to end therapy. The registered nurse (rn) said that they are trying to do a 50/50 mix. The tsr explained about mixing solution and about dextrose equaled different setting. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction. A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product was confirmed but the root cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.